Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy. Information was reported that a patient's "device has not worked for a while and he needs to get it out". The patient was asked why their device was not working and patient stated he does not know. Patient reported he tried to get it to come back on but he couldn't. The patient stated he also tried to call a manufacturing representative (rep) who sold him the device to get a follow-up but he was not able to get a hold of them because he "doesn't work there anymore". The patient reported he needs another device because he needs an MRI of his knee and they won't do the MRI until he can tell them the exact type of device he has inside of him. The patient was asked if the reason for the MRI is related to the device/therapy and patient reported the reason the ins was implanted was for a "problem with his right knee and right hip" and now his knee has gotten so bad to where he is needing an MRI. The patient as reported he saw another pain management doctor and they were going to take the device but they need him to have an MRI. Patient also reported he has lost his ID card and needs to know what device he has inside of him so he can have an MRI. The patient also stated his knee has been bad for 5-10 years, but has "gotten real bad in the past three years". No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient hasn¿t had spinal cord stimulation (scs) for 4 years. The hcp reported that they didn¿t know why the patient hasn¿t used stimulation. No further complications were reported.